Manufacturer narrative:
The pathogen is unknown. Batch reviews performed on 14 october 2016. Lot 160910: (B)(4) items manufactured and released on 12 april 2016. Expiration date: 2021-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 40 size s - 4, code 01.29.212, lot. 151734 (k112115). The (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.